Event description:
During cardiac cath & stenting of lad, balloon/stent in lad would not deflate. Balloon functional without problem on pre-procedure preparation. Despite numerous attempts to deflate with syringe, balloon would not deflate. Pt had elevating st segments on ECG. Md then pulled balloon with stent on it out of coronary artery. Upon removal through sheath, it was too expanded to come out of sheath, & stent was dislodged. Balloon then subsequently deflated, & was used to cath stent. Stent was removed by cv surgeon through incision in groin. Pt recovered without further event.